Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (apd) set w/cassette leaked due to the fact that it was broken about a meter down from where the patient connected to the line. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.